Event description:
It is reported that during a hip procedure on (B)(6) 2013, a depth gauge was showing a measurement that was 5mm off. As a result, the surgeon had to take out the screw and replace it with a longer one. The surgery was prolonged by approximately two minutes. No adverse effect to the patient was reported. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device used for treatment and not diagnosis. Review of the device history records showed there were no issues during manufacture that would contribute to this complaint condition. The returned device was manufactured in april 1995 and is over 18 years old and was manufactured to revision f of the drawing 319.70. The device was manufactured from 6061 aluminum with hardcoat anodized surface finish. The laser etched graduation scale is clear. Per the inspection sheet used at the time of manufacture in april 1995 included in the DHR, a measurement from the distal tip of the device to the first graduation is to measure 145-145.4mm. (B)(4). No damage exists and the etched scale is clear and accurate. The complaint condition could not be replicated during this evaluation.